Event description:
It was reported that intermittently the recalled images on the 2800 system are black. It was noted that the thumb nail images are ok. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the workstation hard drive and reloaded configuration data. The system was tested and found to be working as intended and placed back into service.